Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information g3 updated and stated this report is related to medwatch number: mw5093228.

Manufacturer narrative:
UDI: (B)(4). Please reference related manufacturer report no: 2015691-2020-10801 procedural imaging was provided.  The last cine image is of the partially deployed ultra valve on the wire in the aortic annulus.  It appears that the valve is no longer on the deployment balloon and delivery system catheter. There was no failure of an edwards device noted in the reported event, therefore this type of event would not be included in the relevant fmea or risk management worksheet. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device usage the procedural training manual provides guidance on thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip ensure delivery system is locked, verify the flex catheter is completely un-flexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the tip, ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, and do not re-use the sheath, thv or delivery system once thv is retrieved. Do not force the thv into the sheath and if resistance is felt, the thv may be caught on the sheath tip, stop advance the thv past the sheath tip and ensure thv is centered on the flex tip and rotate the delivery system before trying again.  The device was not returned for evaluation and remains implanted in the patient.  Review of the manufacturing records was not performed as there was no indication or allegation of an edwards device failure.  In this case, the cause for the event was related to not following IFU and stripping the valve off the delivery system, keeping the ultra valve in the body secured only by the guidewire.  The subsequent cause of death was listed as pea which may be related to patient factors (advance comorbidities including v-fib arrest) and/or procedural factors (prolong manipulation of devices within the body).   There is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach the valve was unable to pass through the sheath. Moderate patient tortuosity was observed. All the devices were removed as a unit. No injury to the patient was reported. Access to the groin was closed. Another 23 mm sapien 3 ultra valve, commander ds with ultra loader, and esheath were prepped and access was obtained in the aortic position via subclavian approach. The ultra valve and commander delivery system (ds) were advanced distal to the sheath end and prepared for valve alignment. There was some angulation noted between the valve and the distal end of the delivery system flex cath. The valve was aligned on the balloon with no apparent difficulty. During the 1st attempted inflation, the entire volume of the atrion inflation syringe (17cc) was deployed with no visual change in the ds balloon on cine. The atrion was filled with an additional 17cc and inflation was repeated, again with no visual confirmation of balloon inflation. Negative pressure was applied to the atrion with visual aspiration of blood into the atrion. At this point balloon rupture or leak was suspected and the valve was never deployed. The decision per md was to try and remove the ds while using the esheath to ¿strip the valve off¿ of the ds, keeping the ultra valve in the body secured by the guidewire. Subsequently the commander device was removed. A non-edwards valvuloplasty balloon (vp) was inserted over the wire and through the undeployed ultra valve. The vp balloon was inflated resulting in partial expansion of the ultra valve. Another inflation using the vp balloon was attempted resulting in further, but not complete expansion of the ultra valve. The decision was made to remove the vp balloon. At this point it was noted that the vp balloon was stuck on the valve and unable to be easily withdrawn. During further attempts to remove the vp balloon the patient decompensated and passed away. It was reported the cause of death was due to pea. Upon inspection of the commander ds following the procedure, a "small tear" was observed in the shaft of the balloon catheter.